Manufacturer narrative:
The insulin pump passed the displacement, rewind, occlusion, excessive no delivery and basic occlusion tests. The device was unable to prime during the priming test due to faulty force sensor resistor. The motor was tested outside of the device and passed. There was no motor error alarm or excessive no delivery alarm on the device. The insulin pump was received with scratches on the lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call motor error alarm on the insulin pump. Customer's blood glucose reading was 600 mg/dl. Customer treated with a manual shot. Troubleshooting for the motor error on the insulin pump was performed. Customer advised they were able to rewind the insulin pump. Customer received motor error more than once in a 30 day period. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.